Event description:
It was reported that the restoration adm x3 insert, part 1236-2-852, disassociated from the 28mm +8 v40 femoral head, part# 6260-9-328. The surgeon revised to a constrained insert.

Manufacturer narrative:
An event regarding disassociation involving an adm liner and a metal head ((B)(4)) was reported. The event was not confirmed. A visual inspection was performed as part of the material analysis report, there was no evidence of impingement damage around the distal rim. The distal articulating surface of the adm insert was pristine, exhibiting the as-manufactured machining marks. Surface scratches and indentations were observed on the proximal articulating surface, likely caused by contact with the rim of the insert and femoral head after dissociation. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined, because further information is needed to investigate this event further.

Event description:
It was reported that the restoration adm x3 insert part 1236-2-852 disassociated from the 28mm +8 v40 femoral head part# 6260-9-328. The surgeon revised to a constrained insert.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned.